Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure in 2015 and mesh was implanted. The patient experienced suburethral mesh exposure. No further information is available.